Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device exchange due to eri, the device was interrogated and showed episodes of non-sustained ventricular fibrillation due to noise. A lead issue was suspected. No inappropriate therapy was given. The old right ventricular lead was capped and replaced. The patient is in stable condition.